Event description:
The reporter stated that the surgeon had inserted single piece collamer lens model cc4204bf into the patient's eye without any complications. However, the surgeon thought he saw a vitreous strand in the patient's capsule bag, so he cut the lens to remove it from the eye and then realized it was viscoclastic in the patient's capsule bag and not vitreous. Another model lens was inserted with no complications. There was no patient injury due to this incident and no lens malfunction.

Manufacturer narrative:
Evaluation code: results: (other) - a visual inspection of the returned product shows half of the lens & a haptic is torn off & a haptic is torn off& missing and a portion of the other plate haptic is torn off & missing. Clear surgical residue on the lens. Conclusions: no conslusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.